Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "blood leakage occurred during the use of luer adapter. There was no report of adverse patient impact or exposure.

Manufacturer narrative:
H.6 investigation summary bd had not received samples or photos for investigation. Therefore, ten (10) retention samples from bd inventory were evaluated by both visual examination and functional testing, no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure model leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "blood leakage occurred during the use of luer adapter. There was no report of adverse patient impact or exposure.